Event description:
A patient reported painful and uncomfortable stimulation. The patient noted a fall that could be related to the issue. The patient noted she had a loss of therapy. The patient noted the onset of symptoms was gradual. The patient stated that she had a fall in (B)(6) 2016 and it was a hard fall, so she went in for reprogramming. The patient stated her implantable neurostimulator (ins) was reprogrammed ¿the end of last year it was the end of (B)(6)¿ because it wasn¿t working. The patient stated it wasn¿t keeping them stimulated, but when the manufacturer representative (rep) reprogrammed it the patient had discomfort, but the patient thought it was from the rep turning it up and down. The patient confirmed the uncomfortable stimulation occurred during reprogramming. The patient stated she has ¿had some issues with sciatica¿ so they were having pain constantly at the base of the spine, in the coxyc area. The patient stated they were having more and more continual pain. The patient stated they didn¿t know if they should call the healthcare professional (hcp) because when they turn it up they felt more pain, the patient stated it went from a 4 to 10. The patient stated that been gradually getting worse since (B)(6) 2016. The patient stated that she was having leakage and stated it started at like the end of (B)(6). Additional information from the manufacturer representative (rep) reported the patient felt as though her symptoms returned. The rep noted she did not provide a diary and the information she gave was an improvement from baseline. The rep noted she did not feel stimulation so they increased the amplitude. The rep stated the patient was instructed to schedule a follow up with the hcp. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.